Manufacturer narrative:
This is two of four manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2017-04487, 2015691-2017-04488, 2015691-2017-04490, 2015691-2017-04491.

Manufacturer narrative:
The event date was inadvertently entered incorrectly. .

Manufacturer narrative:
.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the pulmonary artery. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. The edwards thv patient screening manual advises the operator on pre-procedure assessment, taking into consideration the degree and distribution of pulmonary vasculature disease. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, the cause for valve dislocation occurred due to inadequate measurement of the pre-stented outflow tract, resulting in an inadequate valve size within a large rvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿early outcomes of percutaneous pulmonary valve implantation using the edwards sapien xt transcatheter heart valve system¿, a multinational, multicentre, retrospective, observational registry analysis of patients who underwent percutaneous pulmonary valve implantation (ppvi) using the edwards sapien xt valve was performed. Forty six patients were enrolled and the majority had tetralogy of fallot as the underlying diagnosis and stentless xenograft as the most common rvot anatomy. Of the 46 patients, two patients required conversion to open surgery due to ¿valve dislocation¿. In a retrospective analysis, valve dislocation occurred due to inadequate measurement of the pre-stented outflow tract, resulting in an inadequate valve size within a large rvot. Reference: nikolaus a. Haas, et al., early outcomes of percutaneous pulmonary valve implantation using the edwards sapien xt transcatheter heart valve system. International journal of cardiology (2017).